Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The sensor values were given as 149 mg/dl and 165 mg/dl and current blood glucose was 179 mg/dl. The customer also stated that, the sensor was off by 40 mg/dl. The device will not be returned for analysis.